Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port needle disengagement difficult. The following information was provided by the initial reporter: date of incident - (B)(6)2025 - this IV was not placed into a patient due to the grinding felt when pulling the needle portion back. I have the sample on hand to return.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of resistance when withdrawing the needle was confirmed; however, the root cause could not be determined. One 20g nexiva unit from lot #4269144 was provided for investigation. A functional test revealed some resistance when withdrawing the needle through the tip shield safety mechanism. The outside diameter of the needle and the inside diameter of the washer were within specification. Other factors, such as angle of retraction, debris, and lubrication, may have contributed to the reported event; however, the root cause could not be determined. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.